Manufacturer narrative:
Sample was returned for evaluation. A follow-up report will be submitted once the investigation has been completed.

Event description:
PICC popped and bubbled fluids at point in between oval disc and silicone catheter beginning. Continued use of PICC.

Event description:
PICC popped and bubbled fluids at point in between oval disc and silicone catheter beginning. Continued use of PICC.

Manufacturer narrative:
A review of the sample found the catheter leaked through a crack in the silicone just above the securement disc, confirming the complaint. There was a 5ml syringe attached to the catheter. The IFU warns to never use syringes smaller than 10ml as this can generate pressures capable of rupturing the catheter. Other potential causes may be due to the user applying force when handling the device. Damage to the soft silicone catheter can result in leakage. The IFU warns users: do not use hemostats or clamps on catheter or hub connection. Never use catheter for high-pressure injection. Syringes smaller than 10 ml and mechanical high-pressure injectors can generate pressures capable of rupturing the catheter. Never use force to flush the catheter if resistance is met. Do not expose the catheter to acetone or acetone/alcohol solutions. Do not use if package opened or damaged. Do not cut stylet. If cut, stylet can potentially damage the catheter and harm the patient. Never use force to remove the stylet. Resistance can damage the integrity of the catheter and the stylet. Do not hold the catheter with forceps while removing the stylet. Never place tape strips over the catheter tubing. This will compromise the strength and integrity of the tubing.